Event description:
The hcp reported via outcomes registry that the pt underwent catheter revision due to poor pain control. The pt was not receiving good pain relief. In 2006, the pt underwent surgical revision to put the catheter in a new position. The old catheter was left in the body as to not damage the spinal cord, but is no longer in use. The drug used in the pump is hydromorphone 40.0 mg/ml at 4.007 mg/day and fentanyl 200.0 ug/ml. The pt recovered without sequela.